Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, noted a split between optic and haptic. Lens was not implanted. The procedure was completed with new lens with no issue. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned positioned correctly in the iol case. Solution is dried on the iol (intraocular lens). The reported split cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. One haptic is intact, there is a crack at the gusset area of the other haptic, which could have been interpreted as the split between optic and haptic. The optic is scratched/marked-rejectable with a crack at the surface edge. We are unable to determine the root cause for the reported complaint "noted a split between optic and haptic". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).